Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital. Several inappropriate shocks were delivered. Upon device interrogation backup vvi mode was revealed. Device replacement was suggested. The physician decided to not to replace the device due to patient's poor health. The patient is table.